Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty circuit board. A field service engineer replaced the retractor band, identified a faulty rear controller in the drawer, replaced it and configured the new circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.